Manufacturer narrative:
No report of patient involvement. The hospital biomed cleared moisture from the flow sensor bulkhead connection tubing to the sensor interface board and resolved the reported complaint.

Event description:
The hospital reported that, during the preoperative checkout, the unit alarmed reverse flow, and flow from the ventilator was affected. There was no report of patient involvement.